Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation was noted at 4.5cm from the connector pin. Outer insulation was separated and surface cracking to outer insulation was also noted in this location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.